Manufacturer narrative:
Follow-up #1 date of submission 11/13/2015. Device evaluation:the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during testing, the display lens was observed to be scratched.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display reportedly was scratched. There was no indication as to whether or not the user was able to safely read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.